Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the device had seal issue, there was bleeding. It was unknown if regrasp alert and end tone were heard. It was also unknown if there was evidence of energy delivery. Laparoscopic case was converted to open and pneumonectomy was performed to control the bleeding. Patient is in the hospital now and length of stay is unknown.